Manufacturer narrative:
Investigation: review of device history was not possible as lot number was not provided. X-ray does not reveal any failure of device. Conclusion: investigation could not lead to define the precise root cause of this adverse event. Implants used in surgery included: 510k k080099. (B)(4): polyaxial screw diameter 5.5, length 30mm, (B)(4): polyaxial screw diameter 5.5, length 35mm, (B)(4): polyaxial screw diameter 5.5, length 40mm, (B)(4): polyaxial screw diameter 5.5, length 45mm, (B)(4): polyaxial screw diameter 6.5, length 35mm, (B)(4): polyaxial screw diameter 6.5, length 40mm, (B)(4): nut. 510k k100297. (B)(4): cocr rod diameter 5.5mm, length 500mm. 510k k082577. (B)(4): derotation connector. (B)(4): standard connector for diam 5.5mm rod.

Event description:
Patient had surgery (B)(6) 2011 to treat idiopathic scoliosis t4-l2. Patient complained of severe back pain 22 days post-op. Patient was admitted for pain control. After 48 hour medication treatment, pain decreased significantly and the patient was discharged. Patient was prescribed pain medication to take home.